Event description:
An unrecoverable arterial air alarm occurred at the start of rinesback during a routine hemodialysis treatment. Treatment was discontinued due to the amount of time elapsed resulting in an estimated blood loss of 190cc. The patient's hgb decreased from 9.5 gm/dl to 8.5 gm/dl (exact dates not provided). Standard epogen dosage was increased to 10,000 units 3 times per week. No further details were provided.

Manufacturer narrative:
There is no evidence of a device malfunction. The cartridge passed prime and alarms testing prior to connecting patient for treatment. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The suer's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.